Event description:
Nellcor puritan bennett rec'd info from a facility inquiring the possibility of downloading info/data from the ventilator. It is believed the pt pulled out his trach tube in an effort to end his life.

Manufacturer narrative:
Ventilator will be returned for eval. Npb will send a follow up MDR upon completion of ventilator eval.